Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period nov-19 through oct-21 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint (B)(4).

Manufacturer narrative:
Additional reporter name: (B)(6). Initial reporter email address: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated an intermittent gas gain alarm. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The customer denied any presence of blood in the helium tubing, no external kinking, and all connections were secure. They then unplugged/ plugged back in the helium tubing to make the console start pumping again and dropped the augmentation setting down three bars prior to calling. It was noted that the patient had been moving their arm a lot since the iab was inserted 16 days prior. The console monitor was showing flattened waveform tips. The customer was advised that there was a possible internal kink. It was later reported that the console generated a gas gain alarm again. The customer performed a fill and pressed the start key, but the console immediately generated an auto-fill failure alarm and would not restart. They troubleshot, but could not get the alarm to stop. The customer was advised to replace the iab. There was no patient harm or adverse event reported.